Manufacturer narrative:
Insulin pump received with severe scratches on lcd display window make it hard to see the letters. Insulin pump passed displacement test and self test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Insulin pump had a partially broken retainer and missing reservoir tube o ring. Reservoir does not lock in place due to partially broken retainer. Unable to perform the displacement test due to partially broken retainer.

Event description:
The customer reported via phone call that the bolus button of the insulin pump was not working. Customer¿s blood glucose level was 219 mg/dl. Customer also reported that the left hand side of the screen was worn out, and they can¿t see well from it. It was inside the lcd and customer can¿t read well the display due to it. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.